Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that outside the operation room there was a connection break and compressed air leakage from the device. No harm or delay were reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Updates performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined the unit was found to have an unstable motor speed, a pin was missing from the swivel, the unit was out of calibration, the control bar position was not correct, the needle bearing and reciprocating arm were worn. The motor, shaft bearing, screws, sleeve bearings, needle bearing, reciprocating arm, and swivel were replaced. The unit was recalibrated and the position of the control bar were corrected and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.